Event description:
Medtronic received info that his bioprosthetic valve, implanted 3 years, was explanted due to aortic regurgitation.

Manufacturer narrative:
(B)(4). Evaluation: method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible except where host tissue infiltrated the right cusp. A small tear in the belly of the right cusp appeared to be the result of a hinge point but may have increased in size with the removal of host tissue. A tear in the belly of the non-coronary cusp appeared to be due to the removal of host tissue on the inflow. A small perforation was due to contact with the bias cloth. A band of collagen was noted in the belly of the right cusp but did not appear to restrict leaflet movement. Remnants of pannus lined the inflow margin of attachment of all cusps extending 1 to 3 mm onto the non-coronary and left cusps. Remnants of pannus on the inflow of the non-coronary and left cusps appeared to have reduced the inflow orifice area. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.